Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends. On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4).

Event description:
It was reported that a patient underwent a transcarotid revascularization procedure on (B)(6) 2018. It was noted that during insertion of the arterial sheath, there was a small dissection. The dissection plane was covered with an 8x30 stent and was successfully resolved. No additional details were provided.